Manufacturer narrative:
It was reported by the hospital contact that the coil (641cx0202/c30563) could not be detached. The coil was used with enpower control box (dcb000005-00/c20153) and connecting cable ccb (00015700/c30090). First, the surgeon tried changing connecting cable to a new cable (details unknown) but it still cannot detach. He pushed the detachment button again and again it still does not work. So the surgeon removed coil from patient body and he tried detaching in the air outside the vascular. The coil was detached using the same enpower and connecting cable. Then he changed to a new coil (details unknown) and used the same connecting cable for detachment. Only the coil will be returned for analysis. There were no damages noted on the first coil or the first connecting cable. A pre-deployment electrical check was not performed. The low battery light was not seen during the case. The red light appeared just a few minutes after the coil couldn¿t detach. After that it disappeared. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. A boston exceisor sl 10 microatheter lot 18247157 was used for the procedure. The same microcatheter was used to complete the procedure. There was no resistance during deployment of the coil system through microcatheter. There was no torquing of the dpu required during positioning of the coil in the aneurysm. The device positioning unit (dpu) passed electrical testing. The coil was detached by the end user inside the introducer sheath. The detachment fiber received heat and melted as designed. No manufacturing defects were found. The root cause of the coils non-detachment cannot be determined as the dpu passed electrical testing, the detachment fiber melted, and the coil was detached by the end user. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: cable (00015700/c30090), enpower control box (details unknown), new cable (details unknown), new coil (details unknown).

Event description:
It was reported by the hospital contact that the coil (dfs10015220/lot unknown) could not be detached. The coil was used with enpower control box (details unknown) and connecting cable ccb (00015700/c30090). First, the surgeon tried changing connecting cable to a new cable (details unknown) but it still cannot detach. He pushed the detachment button again and again it still does not work. So the surgeon removed coil from patient's body and he tried detaching in the air outside the vascular. The coil was detached using the same enpower and connecting cable. Then he changed to a new coil (details unknown) and used the same connecting cable for detachment. The products will not be returned for analysis.